Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. :based on the information submitted, following a fenestrated evar utilizing a 20f procedural sheath, an 18f manta was deployed for closure in the left femoral artery. The vasculature was noted as 8.5mm, deployment depth measured 4 + 1. Bleeding was noted post-deployment, pulses were checked below the manta site, no post-angiography was performed. A safety wire was in place and manual pressure applied. A competitor closure device was deployed next to the manta device; following several minutes of manual pressure, hemostasis was achieved. CT angiograph indicated a clot where manta was deployed; and the surgeon performed a de-clot to address the issue. The proctor noted the procedure was not performing per the instructions for use; no further information was given. It is inconclusive the cause of the thrombus in the vessel but suspected to have been caused by the procedural sheath that remains in the vessel for the longest period allowing for blood to clot on the surface. However, it is also possible for the manta collagen to have been deployed partially inside the vessel which can be indicative of bleeding post-deployment and/or cause clot formation. Since no angiographs were received and no further information regarding the initial and deployment procedures was submitted for this investigation, the root cause remains inconclusive. It is suspected to be from the procedural sheath since this sheath is in the patient for a longer period that allows thrombus to form or the manta collagen deployed partially in the vessel. The IFU was reviewed and confirmed to list precautions: if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices have been identified: thrombosis formation or embolism. Other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: late arterial bleeding.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: physician stated that a CT on a patient where manta was deployed, indicated a clot. The physician ended up doing a declot on the patient. After manta deployment, there was still flow. The doctor had a safety wire in and applied manual pressure, after manual pressure, the physician deployed a related closure device next to the manta. Hemostasis was observed after again holding pressure for 10 minutes.